Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-273033. During an in clinic follow-up following the initial implant, an infection was identified at the implant site. The device and right ventricular (rv) lead were explanted and replaced to resolve the event. The patient was in stable condition.